Event description:
It was reported that the patient suffered from a posterior capsule rupture as the lens was not stable in the eye. There was an explant performed and patient became well. There was no delay in treatment or other interventions provided. Additional information revealed that the explant happened on the event date. The model and serial number of the replacement lens were requested but not available. No further information was provided.

Manufacturer narrative:
Section a2, a3,a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: unknown/ asked but not available. Section e: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.